Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00709032 case subject: npi 8015 error code 132.3000 account name: kingman regional medical center account #: 6420100 asset name: 8015 pc unit, b/g v9.5 (unleaded) asset location: contact: belinda milton contact email: milton-belinda@aramark.com contact phone: 928-263-3275 contact mobile: patient or user involvement: no patient or user harm: no case description: 8015 sn: 15395213 customer stated that she was having the error code of 132.3000 and wanted to know how to clear, or fix the problem. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I explain to the customer that in order to clear this error code she would need to replace the sio board. I also let the customer know what was the cause of the error. I also give the cusotmer that part number for the replacement part and then transferred the customer to customer order management for pricing for the sio board. Ref:_00d30y0yr._5000l1ima8t:ref